Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the subclavian artery. The 10x29mm omnilink elite stent delivery system (sds) was advanced to the target lesion over a 0.035 supracore guide wire; however it was noted the stent had moved on the balloon. The entire system was removed together and the procedure was completed using another omnilink elite. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.